Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a crack on the syringe barrel.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. Process monitoring data was reviewed for the assembly equipment and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. One photograph was provided for the investigation. The photo was visually evaluated, and the reported issue was observed. One open sample was later received at the manufacturing site for the investigation. The sample arrived without the needle sub-assembly; however, the barrel can be seen with a fracture along the barrel¿s length. The exact root cause of the reported condition could not be determined based on the available information. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are examined for damage and leaks. The lot met all defined acceptance requirements and was released. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This information will be utilized for trending purposes to determine the need for corrective actions.